Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death, it was removed before passing. Caller stated that the customer was sick in the hospital and passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.